Event description:
Un-reporting medwatch since event not reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "broken implant¿, ¿folders¿, and ¿intracapsular rupture. Device has been explanted.